Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a radio frequency ablation procedure using a intellanav stablepoint open-irrigated catheter the irrigation for the catheter was insufficient. When they attempted to ablate with the catheter, they received a pressure error from the irrigation pump. They removed the catheter from the patient and tested irrigation and saw the flow from the tip was insufficient. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they tested the catheter's maneuvering functionality. The catheter's steering met specifications, they were able to lock and unlock the curve, and no abnormal resistance was felt. They then tested the device for leaks and the device passed all leak testing and flow through the irrigation ports was within specification. Based on all the available information boston scientific determined there was no device problem detected. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. Ultimately the cause of the reduced irrigation could not be determined.

Event description:
It was reported that during a radio frequency ablation procedure using a intellanav stablepoint open-irrigated catheter the irrigation for the catheter was insufficient. When they attempted to ablate with the catheter, they received a pressure error from the irrigation pump. They removed the catheter from the patient and tested irrigation and saw the flow from the tip was insufficient. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been returned for analysis.